Event description:
As reported by end user hosp, it was noted that the catheter was leaking distal to the suture wing. The leaking catheter was removed and replaced by a new one in the opposite arm. There were no pt complications or injuries. The used device has been returned for evaluation.

Manufacturer narrative:
Although the used device has been returned for evaluation, the failure analysis has not been completed. Upon completion of the investigation, a f/u medwatch will be submitted.